Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was included in field correction, completed required form on customer¿s behalf, provided reset instructions, and assisted with resetting pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code recurred, and customer acknowledged and understood instructions.